Event description:
Three weeks post implant, the pt presented with enocarditis. The valved graft was removed and replaced with a 24mm aortic hemograft. It was reported that the infection was caused by pan-sensitive staphylococcus aureus.